Event description:
It was reported that during service and evaluation, it was determined that reciprocating saw attachment device was frozen/would not move and did not function. The device also failed pretests for check general function in running mode and check oscillation frequency with frequency meter. It was reported in the service order that the device had a lock issue. The locking mechanism was stuck before the procedure. There were no reports of delays to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device was frozen/would not move and did not function. The device also failed pretests for check general function in running mode and check oscillation frequency with frequency meter. The assignable root cause was traced to component failure due to normal wear.